Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty, the head was unable to interrogate devices and failed its uplink tests, though it was further noted that it passed functional and bench testing when using a known, good cable. The head was to be sent on for repair and restock.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head was unable to interrogate non-wireless devices, unless the user went into the device application manually and interrogated from there. It was advised to try a new rf head. Further follow-up with the company representative indicated that the issue was resolved once a new rf head was used. The rf head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.